Manufacturer narrative:
Section a6, patient information: declined due to patient privacy. Section d6b, if explanted, give date: unknown, not provided. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted. The iol was explanted because the patient was experiencing myopia surprise, night time disturbances were more than expected. The issue was noticed during a post-operative examination. The patient¿s pre-operative visual acuity was reported as pre-operative best corrected visual acuity (bscva) 20/25. Their post-operative bscva was not reported. The iol was explanted and replaced with the same model. There was no incision enlargement, vitrectomy, sutures or delay in procedure. The patient did not seek medical attention or require medication outside the standard of care. The patient is healthy and both the surgeon and patient are happy with the replacement lens. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.